Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device detected with duplicate drawer address, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a duplicate address had been detected. A field service engineer (fse) collaborated with the pharmacy and confirmed that medication delays had occurred. The fse replaced the row board cable, rebooted the station, and tested the cubie pocket trays. The replacement of a part for the fh drawer (138900-02) was postponed. The repair was rescheduled for the following week, and certain follow-ups were conducted regarding the incomplete repair information. An update was received, but the fse was still awaiting the part to be replaced. The investigation was closed based on the available information and would be reopened if any further updates were received from the fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device detected with duplicate drawer address, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.